Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the washer on the inside of the coupling end came apart on the craniotome device. It was further reported that the device was not working and a piece in the shaft was broken. According to the reporter, the device was not attaching to the drill device. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the neuro tip (foot) was drilled into, and the cutter could not be inserted due to worn out and loose bearings. Therefore, reported condition was confirmed. It was further determined that the color bands were worn and coming off. It was determined that the cause of the craniotome foot to be drilled into was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip (foot) of the attachment device. When the drill was started, the burr drilled into or through the neuro tip (foot). The assignable root cause of the component damage (neuro tip (foot) was drilled into) was determined to be due to user error. The assignable root cause of the worn out and loose bearings (cannot insert cutter), and the color bands coming off the nose cone were due to normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.